Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that had an inoperative select key on the pump head module keypad on channel b. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "an inoperative select key on the pump head module (phm) keypad on channel b" was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by inoperative phm keypad. To correct this condition, the phm was replaced on channel b. The pump was retested and returned to the customer within specification.